Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unknown product performance issue. No additional adverse patient effects were reported. Additional information was received that the rv lead was noted to have increasing threshold measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.